Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can more details be provided of reported post-op complications? Don´t have this information. What color cartridges were used throughout creation of sleeve? Don´t have this information. Was buttressing material used? Don´t have this information. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What stapler was used with reported cartridges? If powered device was used, does the surgeon pulse fire or use one continuous firing stroke? Firing stoke. How was bleeding addressed intraoperatively? No. What was the pre and postoperative anti-coagulant and pain management protocol? Don´t have this information. Were blood products required? Don´t have this information. What is the current patient status? The patient is fine.

Event description:
Active bleeding after stapling the white gst load and blue load in the bypass kit. The patient had complications for recovery and spent more time in the hospital.